Manufacturer narrative:
The involved device was not returned, photographs were not provided, and the lot number was not identified. Without lot number information, a product history review could not be performed. However, primafit devices are 100% inspected. A labeling review of the finished good was performed. The packaging label includes the following instructions: prior to use ¿ensure patient meets hospital protocol prior to placing device¿, and ¿perform skin assessment and document per hospitals protocol¿. The packaging label also instructs the caregiver to ¿assess device periodically to ensure proper placement, particularly after turning or repositioning patient " and ¿replace device every 12 hours or if soiled with stool or bodily fluids other than urine.¿ after the removal of the device, the IFU instructs the caregiver to "assess skin integrity and perform perineal care." The reporter was unable to locate documentation indicating adherence to the facility¿s protocol for skin assessment while primafit was in use. A root cause of the initial deep tissue pressure injury could not be determined. H3 other text : device involved in incident discarded.

Event description:
Report received of a pressure injury during use of primafit external urine management. Reporter stated a 55-year-old female, paraplegic cancer patient, who was described as ¿very ill¿ by reporter was admitted on (B)(6) 2023 for chemotherapy treatment. A primafit device was placed on admission as the patient was incontinent of urine. On 04/04/2023, it was documented that the patient had experienced a deep tissue pressure injury on the inner right buttock and wound care staff recommended discontinuation of the device and placement of a mepilex dressing over the wound. Reporter stated that she was unable to locate documentation indicating adherence to the facility¿s protocol for skin assessment while primafit was in use. The wound care staff recommendation to discontinue the device was not followed and on (B)(6) 2023 primafit was found placed on the patient with the tapered end of the device secured down over the wound with a mepilex dressing. The primafit was removed, an indwelling urinary catheter was inserted, and the wound remained a deep tissue pressure injury and was treated with a mepilex dressing. The patient was discharged home on (B)(6) 2023. Treatment at the time of discharge to be continued at home was aquacell ag and mepilex. The wound assessment routine and treatment interventions carried out at home were unknown to the reporter. The patient was re-admitted to the facility on (B)(6) 2023 for uncontrollable left shoulder and suprapubic pain and infectious workup. A urinalysis and clostridium difficile panel were ordered. On (B)(6) 2023 the wound on the inner right buttock was documented as unstageable, noting erythema and purpura. On (B)(6) 2023 the wound was documented as unstageable, erythematous with purpura and necrotic. The patient also had an elevated white blood cell count. Wound treatment with silvadene was ordered. A plastic surgery consult was ordered, and a sharp debridement was recommended but was not performed due to the overall patient condition. The reporter stated the patient entered palliative care on (B)(6) 2023. The patient expired on (B)(6) 2023. The pressure injury was not resolved at the time of death. There was no indication from the reporter that the pressure injury contributed to the patient¿s death. The cause of death was unknown to the reporter. No lot information was provided, and the device was discarded by the facility. Although requested, no other information was provided.

Manufacturer narrative:
UDI-di was inadvertently omitted in previous submission.

Event description:
Report received of a pressure injury during use of primafit external urine management. Reporter stated a 55-year-old female, paraplegic cancer patient, who was described as ¿very ill¿ by reporter was admitted on (B)(6) 2023 for chemotherapy treatment. A primafit device was placed on admission as the patient was incontinent of urine. On (B)(6) 2023, it was documented that the patient had experienced a deep tissue pressure injury on the inner right buttock and wound care staff recommended discontinuation of the device and placement of a mepilex dressing over the wound. Reporter stated that she was unable to locate documentation indicating adherence to the facility¿s protocol for skin assessment while primafit was in use. The wound care staff recommendation to discontinue the device was not followed and on (B)(6) 2023 primafit was found placed on the patient with the tapered end of the device secured down over the wound with a mepilex dressing. The primafit was removed, an indwelling urinary catheter was inserted, and the wound remained a deep tissue pressure injury and was treated with a mepilex dressing. The patient was discharged home on (B)(6) 2023. Treatment at the time of discharge to be continued at home was aquacell ag and mepilex. The wound assessment routine and treatment interventions carried out at home were unknown to the reporter. The patient was re-admitted to the facility on (B)(6) 2023 for uncontrollable left shoulder and suprapubic pain and infectious workup. A urinalysis and clostridium difficile panel were ordered. On (B)(6) 2023 the wound on the inner right buttock was documented as unstageable, noting erythema and purpura. On (B)(6) 2023 the wound was documented as unstageable, erythematous with purpura and necrotic. The patient also had an elevated white blood cell count. Wound treatment with silvadene was ordered. A plastic surgery consult was ordered, and a sharp debridement was recommended but was not performed due to the overall patient condition. The reporter stated the patient entered palliative care on (B)(6) 2023. The patient expired on (B)(6) 2023. The pressure injury was not resolved at the time of death. There was no indication from the reporter that the pressure injury contributed to the patient¿s death. The cause of death was unknown to the reporter. No lot information was provided, and the device was discarded by the facility. Although requested, no other information was provided.

Event description:
Report received of a pressure injury during use of primafit external urine management. Reporter stated a 55-year-old female, paraplegic cancer patient, who was described as ¿very ill¿ by reporter was admitted on (B)(6) 2023 for chemotherapy treatment. A primafit device was placed on admission as the patient was incontinent of urine. On (B)(6) 2023, it was documented that the patient had experienced a deep tissue pressure injury on the inner right buttock and wound care staff recommended discontinuation of the device and placement of a mepilex dressing over the wound. Reporter stated that she was unable to locate documentation indicating adherence to the facility¿s protocol for skin assessment while primafit was in use. The wound care staff recommendation to discontinue the device was not followed and on (B)(6) 2023 primafit was found placed on the patient with the tapered end of the device secured down over the wound with a mepilex dressing. The primafit was removed, an indwelling urinary catheter was inserted, and the wound remained a deep tissue pressure injury and was treated with a mepilex dressing. The patient was discharged home on 04/18/2023. Treatment at the time of discharge to be continued at home was aquacell ag and mepilex. The wound assessment routine and treatment interventions carried out at home were unknown to the reporter. The patient was re-admitted to the facility on 05/01/2023 for uncontrollable left shoulder and suprapubic pain and infectious workup. A urinalysis and clostridium difficile panel were ordered. On (B)(6) 2023 the wound on the inner right buttock was documented as unstageable, noting erythema and purpura. On (B)(6) 2023 the wound was documented as unstageable, erythematous with purpura and necrotic. The patient also had an elevated white blood cell count. Wound treatment with silvadene was ordered. A plastic surgery consult was ordered, and a sharp debridement was recommended but was not performed due to the overall patient condition. The reporter stated the patient entered palliative care on (B)(6) 2023. The patient expired on (B)(6) 2023. The pressure injury was not resolved at the time of death. There was no indication from the reporter that the pressure injury contributed to the patient¿s death. The cause of death was unknown to the reporter. No lot information was provided, and the device was discarded by the facility. Although requested, no other information was provided.

Manufacturer narrative:
Investigation is ongoing. H3 other text : device involved in incident discarded.